Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempting a supply change received alert 38 indicating a motor stall, and the alert persisted after a restart, firmware verification, and a dry run. Symptoms included no reported adverse clinical effects. Outcomes included interruption of therapy due to inability to proceed with the supply change. Investigation included remote troubleshooting guidance and education that comprised device restart, firmware status check, and dry run steps. Investigation of this case revealed a suspected motor stall related to the pump drive mechanism that was not resolved through standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.